Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 00:32:09. During night drain cycle five, the patient's ultrafiltration reading was 2611ml, indicating the home patient (hp) drained 2611ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.